Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. There was no adverse patient effects. The lead was removed and new left ventricular (lv) lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.